Manufacturer narrative:
Qn#: (B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab fos would not zero is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was connected to the pump, but no click and audible sound were heard. The fos connector was pulled back slightly and reinserted with no change. The fos was connected to a second pump with no results. As a result, a second iab was used and another attempt at the procedure was made successfully. This report would not be likely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. This system does not require the clinician to remove the iab in the event that the fos is lost. It was reported that there was no patient injury or consequence. Although, a delay while another iab is obtained this is unlikely, to cause or contribute to patient injury.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab fos would not zero is confirmed. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks:

Event description:
It was reported that the intra-aortic balloon (iab) was connected to the pump, but no click and audible sound were heard. The fos connector was pulled back slightly and reinserted with no change. The fos was connected to a second pump with no results. As a result, a second iab was used and another attempt at the procedure was made successfully. This report would not be likely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. This system does not require the clinician to remove the iab in the event that the fos is lost. It was reported that there was no patient injury or consequence. Although, a delay while another iab is obtained this is unlikely, to cause or contribute to patient injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was connected to the pump, but no click and audible sound were heard. The fos connector was pulled back slightly and reinserted with no change. The fos was connected to a second pump with no results. As a result, a second iab was used and another attempt at the procedure was made successfully. This report would not be likely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. This system does not require the clinician to remove the iab in the event that the fos is lost. It was reported that there was no patient injury or consequence. Although, a delay while another iab is obtained this is unlikely, to cause or contribute to patient injury.